Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was unknown pending autopsy results in several months. The caller stated the customer had gastroparesis, post traumatic stress disorder, and depression that may have led to the customer's passing. The customers blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The pump was found hanging after the customer had passed. The customer was not using sensors. No further information was provided. The caller declined to return the insulin pump for analysis.